Event description:
It was reported that at an unspecified time following implant of veritas collagen matrix, the veritas "ripped in the middle" of the tissue. The location of the implant is unk. It is not known what, if any, intervention was performed. The status of the pt is unk. No additional details area available at this time.

Manufacturer narrative:
Implant date is unk. No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.